Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a patient was brought to the or for a segmental mandibulectomy and reconstruction via mandibular vascularized free fibular flap and it was found, intra-op, that the fibula cutting guide did not have the usual cutting slots in between the two segments. The surgeon and his team then had to free hand the middle osteotomy between the two segments which resulted in triangular gaps between the fibula and the native mandible. Furthermore, the team used the mandible cutting guide with the predictive holes for the segmental mandibulectomy and found that the posterior occlusion on the right was open. The mandible reconstruction plate fit well on the native mandible, where the predictive holes were planned, but the occlusion was off. Also, the proximal and distal ends of the fibula didn't fit the reconstruction plate.

Manufacturer narrative:
The reported event was confirmed in a follow up meeting with the surgeon. Regarding the fibular cutting guides the 3d systems¿ design team was forced to switch to marking walls when designing. During the case the surgeon¿s team chose to free hand the mid-body osteotomies, because the surgeon dislikes marking walls, specially in a fibula cutting guide. As a result of free-handing the middle osteotomy, the two fibula segments most likely did not have the correct closing wedge angle. This resulted in the triangular gaps between the fibula segments and remaining native mandible. Furthermore the complained open occlusion was not changed from preoperative condition during the planning session and during the virtual surgical planning session, the surgeon never indicated that they would like to adjust the patient¿s occlusion. Both the reviews of the digital files and the device history records showed that the devices were manufactured according to the specification. Summarizing the investigation, an occlusion was never indicated by the customer/surgeon and due to the marking walls when designing the fibula cutting guide, the surgeon free handed the cutting which most likely resulted in the fitting issue. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that a patient was brought to the or for a segmental mandibulectomy and reconstruction via mandibular vascularized free fibular flap and it was found, intra-op, that the fibula cutting guide did not have the usual cutting slots in between the two segments. The surgeon and his team then had to free hand the middle osteotomy between the two segments which resulted in triangular gaps between the fibula and the native mandible. Furthermore, the team used the mandible cutting guide with the predictive holes for the segmental mandibulectomy and found that the posterior occlusion on the right was open. The mandible reconstruction plate fit well on the native mandible, where the predictive holes were planned, but the occlusion was off. Also, the proximal and distal ends of the fibula didn't fit the reconstruction plate.